Event description:
The caregiver of an end-user reported that the pt was intubated with the product listed. According to reporter, the tracheostomy tube spontaneously self decannulated. It was observed that the cuff of the trach tube was only partially inflated. No pt injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.